Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. Additionally, it was reported that the pump battery was depleting quickly which resulted in the pump shutting down. Reportedly, the customer went to the emergency room (ER) with a blood glucose (bg) level of "high"; although specific value was not provided. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.